Event description:
The customer reported that insulin from the reservoir past the o-rings and air bubbles in the reservoir noted. The blood glucose reading at time of call was 147mg/dl. The caller mentioned that her boyfriend drove her to the hospital because her blood glucose meter would not read her glucose level. No further information was provided.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No moisture or leakage anomaly was observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.